Manufacturer narrative:
The meter involved this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the returned meter failed testing. There was contamination found on the meter¿s pc board. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k061118.

Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by reporter that the alleged issue began on (B)(6) 2012 at noon. The reporter stated that the patient manages his diabetes with insulin, lantis (sliding scale) and humalog (unknown dosage), and took his usual dose of medication in response to the reported issue. Four hours after the alleged issue occurred, the reporter claimed that the patient developed symptoms of feeling shaky, fatigue, and lethargic, but denied receiving any treatment in response to these symptoms. During the troubleshooting, the cca noted that the meter turns on with the power button but not with the insertion of the test strips. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue occurred, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.